Event description:
The patient contacted animas on (B)(4) 2012 reporting a blood glucose level of 2.7mmol/l with shakiness, sweating, mood changes, and exhaustion. The patient reportedly treated the low blood glucose with oral carbohydrate and the blood glucose resolved. The patient reported that the pump basal and insulin to carbohydrate settings were just increased by a health care professional so that the pump would be delivering more insulin. The patient also stated that initially when treating delivered a bolus for the carbohydrate intake. The patient was advised on the proper way to treat for a low blood glucose. The pump was reviewed with the patient. The patient confirmed that the pump settings were correct. All of the pump boluses in the history were accounted for. The patient confirmed that there was no inadvertent delivery of insulin. The patient was advised to contact a health care professional regarding the pump settings. This report is made based on the allegation that the patient experienced hypoglycemia related to further need for insulin regimen adjustments.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no data from the time of the event available in the pump history due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours on a 1 unit per hour rate and the pump basal delivery correctly reflected 24 units. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.